Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02551; 3005168196-2021-02552.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1. 3005168196-2021-02551. 2. 3005168196-2021-02552.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using packing coil lps, ruby coil lps and a microcatheter. During the procedure, two packing coil lps and one ruby coil lp would not advance past their initial position within their respective introducer sheaths. Therefore, the two packing coil lps and one ruby coil lp were removed. The procedure was completed using new packing coil lps, ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.